Manufacturer narrative:
Inserter and suture were not returned. Visual assessment of the anchor confirmed the reported breakage. All the threads on one side of the anchor as well as the distal bridge have broken off and were not returned for examination. The remaining portion of the anchor is bent. Dimensional assessment of the remaining anchor threads and rails were found to meet print specification. With the limited clinical details regarding patient bone quality and site preparation along with the lack of the inserter, a root cause cannot be determined. This investigation could not identify any evidence of product contribution to the reported complaint. Device history record review confirmed no abnormalities were reported with this lot during manufacture. (B)(4).

Event description:
It was reported that the healicoil broke in pieces. All pieces were removed from the patient. There was no patient injury reported.